Event description:
Infection was reported. Patient is reported to have blood cultures positive for (B)(6) and (B)(6). The device and the leads were removed and an intravenous line was placed for six weeks of antibiotics. The device system was subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.